Event description:
Per mother of patient, plastic ring that holds the feeding tube into the jejunal port of the g-j button broke and fell out. No longer able to feed child and had to be replaced urgently.